Manufacturer narrative:
Evaluation / investigation: a review of complaint history, the device history record, quality control data, and specifications was performed. A visual inspection of the returned device was also conducted. One device was returned for evaluation. The device was returned with the unidex handle (udh) in the closed position and the basket formation in the closed position. A visual examination noted the basket sheath and the support sheath were detached. There was 20 cm of the basket coil exposed. The support sheath was slightly bowed in appearance. The collet knob was loose and the male luer lock adaptor (mlla) was loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. Due to the collet and the mlla being loose, the device has the appearance of being manipulated. Complaint was confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were noted. A review of complaints revealed this the only complaint that has been received against complaint lot number 7700683. Based on the provided information and the investigation evaluation; the definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician reported that the basket of an ncircle tipless stone extractor malfunctioned when tested prior to performing an unspecified procedure. The malfunction was described as the basket would not come out of the sheath tip to open. The device did not come in contact with the patient. The physician completed the procedure with another ncircle tipless stone extractor device.